Manufacturer narrative:
Refer to manufacturer report #6000153-2015-00371. The referenced report is the report that was filed on the extension. Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider reported the patient had fallen on the device. The full system was explanted and the reason for removal was indicated to be lead/extension breakage. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the lead found no significant anomaly. The lead body was cut through and the product was segmented.